Manufacturer narrative:
It was reported that right hip revision surgery was performed due to indications of metallosis and elevated levels of cobalt and chromium. During surgery, the r3 liner, hemi head and modular sleeve were removed, however the r3 shell and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. In this case the primary surgery was performed in december 2009. The revision was done 9 years later on 7-31-2018. The intra-operative note documented; ¿there was a mild amount of metal reaction, which was black around the acetabulum. There was a milder reaction around the femoral neck. All this blackish tissue was completely debrided.¿ in the complaint it was stated that the cobalt and chromium levels were elevated; no laboratory values were provided. No other symptoms were described in the operative note, however in the legal complaint; ¿hip pain and other negative symptoms¿ was listed as patient injuries. Based on the available information, the clinical findings of elevated cobalt ion levels, the pain experienced by this patient, and the observations during the revision may be consistent with an adverse reaction to metal wear associated with metal on metal products but the source cannot be confirmed. No information has been submitted on the patient¿s current status at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, r3 liner and modular sleeve were removed. The r3 shell, synergy stem and locking head pegs remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The revision intraoperative findings of a mild amount of metal reaction, blackish tissue and elevated chromium ions are consistent with metallosis. However, without the support of imaging and the analysis of the explanted components the root cause of the clinical findings cannot be confirmed, and it cannot be concluded that the reported clinical findings were associated with mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to indications of metallosis and elevated levels of cobalt and chromium.